Manufacturer narrative:
Patient weight is unknown. Date of onset for post-operative pain and discomfort is unknown. This report is for five (5) unknown screws. Without a valid part and lot number, a UDI is not available. Procedural dates (implant and explant) are unknown. Per facility, the complainant parts will not be available for evaluation as they will be returned to the patient. Specific part and lot numbers for the complainant screws were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal procedure due to postoperative pain and discomfort. During the procedure, which took place on an unknown date, a tibia plate and five (5) unknown screws were removed. No allegation of malfunction has been made against any of the removed devices. The patient's current status is unknown, but the procedure reportedly went well. No surgical delay noted. This report is for five (5) unknown screws. This report is 2 of 2 for (B)(4).